Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was undersensing of r wave seen on the remote transmission post implant of the implantable loop recorder (ilr). Episodes stored as pauses and symptom activation. Episodes suggest potential loss of contact within pocket. Implant was reported to be in 'best' recommended placement, 45 degree angle in the fourth intercostal space. The ilr remains in use. No patient complications have been reported as a result of this event.